Event description:
Years ago pt. Was augmented with 250cc implants placed above the muscle. No problems at all with implants but pt has gone from a c cup to dd and now would like the implants removed. In 2003, pt underwent bilateral breast implant removal, capsulectomy and mastopexy. Implants intact.